Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-04732, 04733. The pt received two leads with different lot numbers. It was reported the pt no longer had stimulation. She felt a strong shock then later was unable to communicate with her ipg. The sjm rep met with the pt and was able to communicate with the system. It was reported there were multiple invalid contacts on the left lead. Reprogramming was able to provide stimulation in the correct area. The pt was to try the new programs.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.